Event description:
The clinician reported that almost 2 months after the dental implant was placed in ada site 26 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician reports this implant was placed less than 3 mm from the implant placed in ada site 23 and crestal bone was lost between them. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.